Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp and hv therapy due to emi while using an electrical generator. No action was performed. The patient was good.